Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The event is reported as: complaint alleges: upper attaching part of the connector has broken. Connection did split. No pt injury reported.